Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial lead was explanted due to high capture thresholds. The pacemaker and the right ventricular lead were explanted due to therapy updagrade. A new implantable cardioverter defibrillator was implanted at the same procedure. No additional adverse patient effects were reported.